Manufacturer narrative:
Results: evaluation of the returned product found the hold/suspend button is missing. There is corrosion on the flat battery contact due to battery leakage. The red battery ribbon is missing. When tested the unit passed all tests except the hold/suspend function since the button was missing couldn't test that function. Note: posey instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
The customer reported that the hold/suspend button is missing. There was no pt incident or injury reported.